Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a battery that would not charge on the battery charger. There are no reported consequences or impact to the patient. The battery was replaced from the facility stock. The returned battery passed visual inspection but failed functional testing. No additional information was reported.

Manufacturer narrative:
The returned battery passed visual inspection but failed functional testing. During ti testing the battery exhibited a 10% max error, indicating the battery is out of calibration. The narrative from the event details, about the led of the charger flashing red when the battery is connected, was duplicated in the test lab. However that was due to the internal programming of the ref1610 charger recognizing that this battery had a max error of 10%. This battery did not have any charging issues when it was connected to the older ref1600. Additional investigation found that the complaint of a flashing red led (when this battery was connected to the charger) was a result of the max error (10%), which was a symptom of cell pair 3 having an accelerated depletion rate. This accelerated depletion rate led to the cp3 voltage dropping below the minimum threshold of 2.800 v (down to 2.762 v). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, which was a result of early depletion of cell pair #3. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.